Event description:
It was reported that there were concerns regarding premature battery depletion (pbd). Boston scientific technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. This product remains in-service.

Event description:
This supplemental report is being filed to provide additional information that the device could not be interrogated. The product has been explanted and replaced. There were no additional adverse patient effects. It was reported that there were concerns regarding premature battery depletion (pbd) of the subcutaneous implantable cardioverter defibrillator (s-ICD). Boston scientific technical services (ts) explained that the battery has reached elective replacement indicator (eri) and recommended replacement of this device. This product remains in-service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the device could not be interrogated. The product has been explanted and replaced. There were no additional adverse patient effects. It was reported that there were concerns regarding premature battery depletion (pbd) of the subcutaneous implantable cardioverter defibrillator (s-ICD). Boston scientific technical services (ts) explained that the battery has reached elective replacement indicator (eri) and recommended replacement of this device. This product remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.